Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a captivator small hexagonal snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, when the physician depressed the foot pedal to cauterize the polyp, the monitor became "fuzzy". Then the snare reportedly stopped cauterizing. The device was removed from service and another captivator snare was used to complete the procedure along with the original non-bsc generator. It was confirmed that the monitor was "fuzzy" for the remainder of the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the cautery pin in the correct position. The device passed the electrical test and was within the resistance specifications. The complaint was not confirmed, the complaint device showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captivator small hexagonal snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, when the physician depressed the foot pedal to cauterize the polyp, the monitor became "fuzzy". Then the snare reportedly stopped cauterizing. The device was removed from service and another captivator snare was used to complete the procedure along with the original non-bsc generator. It was confirmed that the monitor was "fuzzy" for the remainder of the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the reported event of wire failure to cauterize. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.